Manufacturer narrative:
(B)(4). Investigation completed and product evaluated:the returned meter and test strips did meet all the testing performance. The product system is functioning properly as intended. Most likely underlying root cause of malfunction:strip isssue.

Event description:
Consumer reported complaint for hi blood glucose test results. The customer is concerned with tests results from results obtained of hi. The customer's expected fasting blood glucose test result range is 130-150mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. The test strip lot manufacturer's expiration date is 4/30/2019 and open vial date is 9/26/2016. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns: hi, hi. When recalling memory of customer's meter, three "lo" readings appeared for today's date (09/26/16) @2:51 p.m., @2:54 p.m., and @3:24 p.m but customer states it is due to the fact that had originally purchased the incorrect truetrack test strips (rt4928) from the local pharmacy earlier today and when customer ran the blood tests with the truetrack test strips on the trueresult meter and received the results of "lo" without feeling any symptoms of hypoglycemia. Customer then took his supplies back to the pharmacy due to not being able to obtain a result and the pharmacist realized the customer was originally provided the incorrect truetrack test strips, so they then provided customer with the correct truetest test strips (pt2839) at that time. Customer has not had any recent changes in exercise or medications. Customer states he has been eating a bit less recently compared to before. Customer declined running the back-to-back blood test during troubleshooting process.

Manufacturer narrative:
(B)(4). The device is undergoing an evaluation but has not yet been completed.

Event description:
Consumer reported complaint for hi blood glucose test results. The customer is concerned with tests results from results obtained of hi. The customer's expected fasting blood glucose test result range is 130-150mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. The test strip lot manufacturer's expiration date is 4/30/2019 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). When recalling memory of customer's meter, three "lo" readings appeared for today's date ((B)(6) 2016) @2:51 p.m., @2:54 p.m., and @3:24 p.m but customer states it is due to the fact that had originally purchased the incorrect truetrack test strips (rt4928) from the local pharmacy earlier today and when customer ran the blood tests with the truetrack test strips on the trueresult meter and received the results of "lo" without feeling any symptoms of hypoglycemia. Customer then took his supplies back to the pharmacy due to not being able to obtain a result and the pharmacist realized the customer was originally provided the incorrect truetrack test strips, so they then provided customer with the correct truetest test strips (pt2839) at that time. Customer has not had any recent changes in exercise or medications. Customer states he has been eating a bit less recently compared to before. Customer declined running the back-to-back blood test during troubleshooting process.